Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician dislodged the right atrial lead during an unrelated procedure on (B)(6) 2019 for tricuspid valve repair/replacement. The lead was placed back but no sensing, and no capture were observed. The lead was explanted and replaced the next day on (B)(6) 2019.